Manufacturer narrative:
Product complaint # ==> pc (B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: "what were the indications for surgery? => no further information is available. What color setting was selected on the device and what was the sequence of the firings?=> no further information is available. What anatomical structures was the device fired on? => no further information is available. What device was used to create the common channel? => no further information is available. What was used to close the common opening? => no further information is available. Was the device difficult to fire? => no further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? => no further information is available. If so, please describe. It was reported that an endoscopic surgery was performed to stop the bleeding. How was the bleeding addressed in the endoscopic surgery? => no further information is available. What was the total estimated blood loss (ml)? => no further information is available. What was the pre and postoperative anti-coagulant and pain management protocol? => no further information is available. Was the bleeding intraluminal or extraluminal? => the bleeding was determined to be arterial bleeding from the dissected intestinal tract. What is the status of the patient? => no further information is available. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the day after a right hemicolectomy, bleeding occurred from the anastomosed site that was anastomosed at the 4th firing of feea on the colon. Endoscopic surgery was performed to stop bleeding. Blood transfusion was required. The surgeon commented that no problem with the staple, thought to be the reason arterial bleeding from the cut end of the intestinal tract. No further information is available.

Manufacturer narrative:
(B)(4). Additional information received: how to stop the bleeding and the amount of transfusion was not known. Dr commented there was no problem for the device in the procedure. Dr thought the bleeding was not related to the device. The lot number of the device may be used in this case were u40n73 (ntlc75) and u40m80 (sr75). H11: corrected data = h1 MDR decision updated to not reportable. Upon review of the information provided, it was concluded that this event does not meet the requirements for a reportable event. Please see information captured in h10.